Event description:
An optometrist reported a pt that had sensitivity to indoor lights in both eyes two weeks following lasik treatment. The pt reported eyes were uncomfortable and there was no improvement with usage of artificial tears four times a day. The pt's topical steroid drops were increased. Additional info was received from the center director, who indicated the sensitivity to light resolved. The pt's no longer using steroid drops. There are two medical device files associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).